Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was replaced in (B)(6) 2015 because the patient "would not get it off." Further follow-up is being conducted to determine what the circumstances were that led to the patient always feeling stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they would turn the stimulation down to 0 and still feel it.